Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the telemetry strips showed that the prialt dosage changed from 7.503mcg/day to 8.404mcg/day as expected with the update. However, the concentration failed to update on the telemetry strips from 12.5mcg/ml to the new concentration to match the new dosage of 8.404mcg/day.

Event description:
Additional information was received and it was reported that the patient had no symptoms related to the event. The cause of the issue was unknown. The new prialt dose was 8.404 mcg/day.

Manufacturer narrative:
Other components include: product ID neu_unknown_prog, product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturers representative (rep) regarding a patient who was receiving 400 mcg/ml clonadine at an unknown dosage, 12.5 mcg/ml prialt at an unknown dosage, 200 mcg/ml compounded baclofen at an unknown dosage, and 10 mg/ml dilaudid at an unknown dosage via an implantable pump for spinal pain. On (B)(6) 2016, it was reported that a software error occurred. The hcp was changing the concentration of the fourth drug, prialt, in the programmer from 12.5 mcg/ml to 14 mcg/ml. The telemetry strips were checked and the concentration of the prialt appeared the same but the dose was different. However, the hcp interrogated the pump to check the programming and confirmed that the concentration had changed. The hcp believed that there was a software glitch and not a user error. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.